Event description:
Patient complained of discomfort approximately 4-months following original surgery. The surgeon subsequently discovered that a piece of the patient's skin was between the tibial insert and tibial tray so he performed a revision surgery to replace the insert. The surgeon replaced the tibial insert with a thicker 13mm insert.